Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-00976 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing, was recertified, and returned to the customer. Review of the device logs found ECG artifact and several impedance lead fault messages suggesting poor coupling between the patient and the electrodes. However, the ECG cable used during the event was not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.